Manufacturer narrative:
(B)(4). The complaint mask is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the mask and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the bridge of the nose of an rt041 full face mask appeared "not [to be] well seated and [the] seal appeared not to be glued in". This was observed by the facility prior to use.